Event description:
During a remote follow up, it was observed the device delivered inappropriate atp for an episode of atrioventricular nodal reentrant tachycardia (avnrt) due to an incorrect interpretation of signals. It was noted, the device did not malfunction, it performed according to the programmed settings. Reprogramming was recommended however, no intervention has been performed at this time. The patient was stable and will continue being monitored.